Event description:
After the termination of a treatment the source did not retract to the fully shielded position. The pt was removed from the treatment room and another pt brought in. During treatment setup it was observed that there was no light field. The pt was left on the treatment table while the operator went to get the technical support tech. The source indicator rod was exposed indicating that the source was in the fully exposed position. The operator removed the pt from the treatment room. Fifteen minutes elapsed before it was identified that the source position indicator rod was exposed.